Event description:
The customer reported the sys had a communication failure issue and intermittently locked up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray controller cable assembly was replaced during the service call. The system was tested and found to be working as intended and put back into service.